Manufacturer narrative:
Device evaluated by MFR: a 24 x 3.50mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal and distal regions lifted from crimped position, flared, bunched and distorted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no visible issues were noted. However, both balloon cones were not folded and showed evidence of slight positive pressure having been applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. On first attempt to load device onto a guidewire, the wire could not be loaded due to dried medium in the wire lumen. The device was placed in a water bath at 37c degrees to soak. Following soaking the device was loaded without issues on to a 0.0140 inch guidewire. The encore inflation device was attached to the promus premier select device and an attempt was made to inflate the balloon to nominal pressure, but the device would not hold pressure above 9 atmospheres due to a pinhole leak noted in the proximal balloon cone above the proximal end of the proximal markerband. The encore device was verified to nominal pressure of 11 atmospheres and rate burst pressure 18 atmospheres before and after the analysis. No other issues were identified during the product analysis.

Event description:
It was reported that failure to inflate a balloon occurred. A 24 x 3.50 promus premier select stent was advanced to the target lesion, but the balloon of the stent was unable to inflate. The device was removed and the procedure was completed successfully with another of the same device. It was noted that the lesion was predilated and there was no difficulty advancing the device over the wire and through the guidewire. It was also noted that there was no physical damage observed. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. However, the device returned and analysis revealed stent damage and a balloon pinhole.